Manufacturer narrative:
The date of manufacture listed in the initial report was found to be incorrect; the correct date is provided in this supplemental report.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse found disconnected tubing at pinch valve vl61 causing a leak. The fse reattached the tubing, which repaired the leak. The fse also found that manifold mf9 was damaged by the leak. The fse replaced the manifold and the issue was resolved. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak on the right side of the coulter lh780 hematology analyzer. The customer could not find the source of the leak. The diluent backwash tank was not full and the instrument was generating vent line sensor (vls) diluent errors when the leak was noticed. The customer attempted to prime the diluent with function f16 but the instrument gave a backwash tank not full message. The volume of the leak was approximately 1/2 a cup and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.